Manufacturer narrative:
Devices remain implanted.

Event description:
It was reported that a patient was implanted with the vercise dbs system. The patient suffered a seizure and edema. Bacterial cultures (blood and csf) were (B)(4). The patient was treated with antibiotics and steriods. The patient recovered. No further information is available.